Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2019, a percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending (lad) coronary artery. The left main coronary artery was engaged with a 6f 3.5.guiding catheter and the lesion was crossed with a wire. The distal lad was pre dilated with a 2.75 x 15mm balloon at 12 atmospheres. The lad was stented with a 3.5 x 32mm promus premier select stent at 14 atmospheres. Post dilatation was done with a 3.5 x 12mm balloon at 20 atmospheres. Final check confirmed the stent to be well opposed with timi iii flow with no dissection and a good result. In (B)(6) 2019, the patient returned complaining of chest pain. An angiogram confirmed stent thrombosis.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2019, a percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending (lad) coronary artery. The left main coronary artery was engaged with a 6f 3.5.guiding catheter and the lesion was crossed with a wire. The distal lad was pre dilated with a 2.75 x 15mm balloon at 12 atmospheres. The lad was stented with a 3.5 x 32mm promus premier select stent at 14 atmospheres. Post dilatation was done with a 3.5 x 12mm balloon at 20 atmospheres. Final check confirmed the stent to be well opposed with timi iii flow with no dissection and a good result. In (B)(6) 2019, the patient returned complaining of chest pain. An angiogram confirmed stent thrombosis. Additional information confirmed the thrombosis was treated with anti thrombin therapy with heparin and the patient status was good. It was further reported that the patient was treated with prasugrel, aspirin and rosuvastatin.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2019, a percutaneous coronary intervegtion was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending (lad) coronary artery. The left main coronary artery was engaged with a 6f 3.5.guiding catheter and the lesion was crossed with a wire. The distal lad was pre dilated with a 2.75 x 15mm balloon at 12 atmospheres. The lad was stented with a 3.5 x 32mm promus premier select stent at 14 atmospheres. Post dilatation was done with a 3.5 x 12mm balloon at 20 atmospheres. Final check confirmed the stent to be well opposed with timi iii flow with no dissection and a good result. In (B)(6) 2019, the patient returned complaining of chest pain. An angiogram confirmed stent thrombosis. Additional information confirmed the thrombosis was treated with anti thrombin therapy with heparin and the patient status was good.

Manufacturer narrative:
Device is a combination product.